Manufacturer narrative:
A trumpf medical authorized service partner technician inspected the device and found a broken main lift spindle. The defective spindle was replaced. If new relevant information becomes available, a follow-up report will be submitted.

Event description:
While transferring the trusystem 7500 table top between the shuttle and the column, the operating table column collapsed to the floor. No injuries were reported.

Manufacturer narrative:
The spindle and data logs from the affected table were returned to trumpf medical for investigation. The spindle is only able to break by an inadmissible overstressing by tensile load. This can not occur during the intended use of the operating room-table. This malfunction will only occur if the operating room-table column will be moved by the shuttle. A software issue may cause the sensor to not function properly, and as a result the base plate of the column could collide with the shuttle frame, which will lead to the damage of the spindle and the base plate will drop down a few centimeter. A design change was implemented in september 2016 as a product improvement. The described failure mode would not result in the injury of a patient. During the transport of the column with the shuttle, no patient is allowed on the operating room-table. Even if a patient is on the operating room-table, a hazard is not imaginable as the table top will hold its position. The design of the shuttle will protect any person from having body parts under the base plate or other moving parts. No further actions are necessary.